Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when drilling for a screw during a right hip surgery, the drill shaft broke. The drill shaft was reported to have broken from wear and tear. There was no reported patient impact, no medical or surgical intervention, no surgical delay, no surgical complications, and no foreign body retained. Surgical technique was utilized. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual examination of the provided picture identified a broken flex drill shaft covered in bio-debris. No further evaluation could be made from the provided picture. Lot identification is necessary for review of device history records, and lot identification was not provided. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the provided photo of the broken device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.